Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The reported difficult to advance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the heavily tortuous, moderately calcified and 99% stenosed anatomy resulted in the reported difficult to advance. Upon removing the bdc, interaction with the heavily tortuous, moderately calcified and 99% stenosed anatomy resulted in the reported material separation, the noted inner member separation and the noted wrinkled proximal marker band. The noted multiple bends on the hypotube likely occurred due to handling or during packing for return analysis. The treatment appears to be related to the operational context of the procedure as a snare was used to remove the separated balloon. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6: removed conclusion code 4307 and 67.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a heavily tortuous, moderately calcified, 99% stenosed, de novo lesion, in the mid right coronary artery (rca) and proximal rca. The intravascular ultrasound (ivus) catheter failed to cross. The 2.5x15mm traveler rx balloon dilatation catheter (bdc) was advanced to the mid rca for pre-dilatation; despite some resistance with anatomy, the bdc reached the target lesion. The bdc was inflated two times, each time for 10 seconds at 12-14 atmospheres. The proximal rca was further dilated, the same traveler bdc was inflated three times up to 14 atmospheres. When removing the bdc, the balloon separated at the distal balloon marker. The separated segment of the balloon was confirmed near the proximal rca lesion. A snare was used to remove the separated balloon, despite some difficulty. A 2.5x15mm non-abbott nc bdc and ivus was used to successfully complete the procedure without further issues. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was received and visual inspection was performed on the returned device. The reported balloon separation was confirmed. The reported difficulty advancing the device in the anatomy could not be replicated in a testing environment as it was based on operational circumstances. Additionally, a balloon rupture was noted on the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the noted balloon rupture; however, the reported separations, difficulty advancing the device, removal of foreign body and additional treatment appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
N/a.